Event description:
It was reported that the micro saggital saw ran without user activation during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the micro saggital saw ran without user activation during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A preliminary evaluation of the device has been completed and submitted to the quality engineer for further analysis. A follow-up report will be filed when the final investigation has been completed.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the motor and the sockets.